Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of an occlusion procedure in the bifurcation of the anterior tibial artery, after approximately fifty seconds of device activation, the recanalization catheter allegedly became stuck in the lesion. Therefore, the health care provider (hcp) retrieved the catheter and upon removal the hcp was able to see under fluoroscopy that the distal tip had allegedly separated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. No anomalies with saline hub on handle. No kinks noted. Material separation of the catheter from the distal tip was noted. Functional/performance evaluation: the patency of the guidewire lumen was tested with an in-house 0.014¿ guidewire. The guidewire was loaded through the hub and able to advance to the distal end of the catheter, but not exit the catheter. The guidewire was loaded through the distal tip and was not able to exit out the hub of the catheter. The outer catheter was removed near the distal tip and it was observed that the guidewire lumen was twisted, due to the material separation, no further testing could be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for material separation as the catheter was separated from the distal tip. The investigation was also confirmed for material twist due to the guidewire lumen twisted near the distal tip. Per the reported event details, the distal tip of the crosser catheter became stuck in the lesion. Freeing the tip from the lesion most likely caused material separation and material twisting. However, the root cause for the crosser distal tip separating from the outer catheter was unknown. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of an occlusion procedure in the bifurcation of the anterior tibial artery, after approximately fifty seconds of device activation, the recanalization catheter allegedly became stuck in the lesion. Therefore, the health care provider (hcp) retrieved the catheter and upon removal the hcp was able to see under fluoroscopy that the distal tip had allegedly separated. There was no reported patient injury.